Event description:
A customer contacted stryker to report that their device had powerered off unexpectedly during a 12-lead ECG. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The coin cell battery was replaced, as a precautionary measure. Upon completing this repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue could not be determined.